Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: did the reload lock out and would not work? No further information is available. Did the device staple? No. If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? No further information is available. If the device cut, was the cut line complete? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the staples could not be deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2022. D4: batch # u5cr5f. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damaged and with the proximal 6 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The cartridge reloads swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.